Manufacturer narrative:
Event reported by request of FDA.

Event description:
Two valeo pl spacers were revised and removed due to implant migration within the disc space. The surgeon stated that the pt had horrible bone. The pt denied trauma. The surgeon suspects trauma, because during the revision surgery, it was observed that the pt had bruising on the legs and buttocks.